Event description:
It was reported that post rv lead extraction, sensing and impedance issues were noted on both ra and lv lead. Lead dislodgement or lead damage due to surgical tool was suspected. The leads were explanted. A new ra lead was implanted. The patient was doing well post-procedure. Patient was discharged home.

Manufacturer narrative:
Internal insulation abrasions were noted at 70.2 cm - 71.7 cm and 70.5 cm - 70.8 cm from the connector pin. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion breaching re cable and inner coil lumen was noted at 68.8 cm - 70.6 cm from the connector pin. One of the re etfe cable coatings was found abraded in this location. This is consistent with the observation from the field of sensing anomaly and lead impedance anomaly.